Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13346 was returned and analyzed. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for one application. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. However, the inflation showed a kink on the guide wire lumen at about 1.39 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the kinked guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.